Event description:
The user facility that as the "physician attempted to deliver the liberte [stent] to lension site, the stent was unable to cross the lesion." Then the liberte stent "came off of the wire" in the right femoral artery as the physician was attempting to withdraw it. Reportedly, the "patient developed a hematoma at the sheath insertion site" and was subsequently taken to surgery to stop the bledding. In addition, a second "liberte [stent] was deployed at the rca lesion site." The patient condition is reported as "fine".